Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while installing the guidewire into the sheath, it bent, causing a metal spike to protrude. The guidewire was therefore damaged and unsafe to continue the procedure. The guidewire was replaced. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The guide wire had considerable damage with the j form out of shape, scratching and core wire protrusion. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.